Event description:
During a routine check of the bvs console, it was noticed that the "charging" indicator was not illuminated. The console operated in the battery mode. Abiomed field svc examined the console and found that the problem was caused by a blown fuse. It was replaced and the console is operating to spec.